Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken metal cable at the distal pulley. Change of instrument delayed the intervention. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no missing fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.